Manufacturer narrative:
The returned device was evaluated and no damages or defects were noted that may cause infection. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection and hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that after wearing the pod longer than 48 hours on the arm, the patient's blood glucose (bg) levels exceeded 18 mmol/l (324 mg/dl) and started complaining about pain. Upon inspection, it was noticed that the site was swollen and red around the pod. A little after, the pod was removed by the patient's mother who described seeing a lump under the skin, the arm was red, swollen, and raised. The patient visited his general practitioner, who examined the site, determined it was an infection and prescribed him an antibiotic cream (fucidin) to be apply to the area twice a day, and oral antibiotics (cephalexin 150 mg) to be taken 4 times a day for seven days. The doctor recommended to follow up if the site does not improve with the medicine. A few days after, the lump erupted discharging pus. The patient's mother stated that a new pod was successfully activated with no irritation on the skin to treat the hyperglycemia.